Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 10:50am for hypoglycemia and a low blood glucose level of 21 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was offered trouble shooting but they stated they will call back if they decide to do so. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.